Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: d8, h6. Corrected field: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the system could not be accessed, due the code error e116 caused to defective motherboard. Olympus will continue to monitor field performance for this device.

Event description:
It was reported no delay, patient was not under anesthesia.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified. A new mother board was sent and incorporated into the device, but the events were unable to be replicated. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera control unit exhibited error e116 (motherboard failure). It is unknown when the issue occurred. There were no reports of patient harm.